Manufacturer narrative:
The customer reported problem was not confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: tech called to have 8015bd unit serial # (B)(4) will not power on. Case resolution: before called in tech had replace battery on unit check the ac power cord and does not look to be bad cord plug unit in and the unit still does not come on no lights come on, he is looking at the power supply board & logic board unit has one month left for warranty repair tech will call back once services repair open at 6:30am pst to get unit setup to come in for repair. Tech thank me for my assist. (B)(4).